Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. The cause for the reported issue is unknown. The customer consumed carbohydrates to treat the bg.